Event description:
It was reported that the patient¿s previous pump was replaced in (B)(6) 2014. The previous pump was set up to where it was over 2700 units ¿or whatever that means¿. The patient¿s health care professional (hcp) did not change the units in the new pump so after the pump was replaced the patient overdosed and was hospitalized. The patient was on life support. The patient became very lethargic and they couldn¿t wake her up. The entire time the hcp was telling them it was probably just the anesthesia. The pump was used to infuse baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information reported the patient recovered and was fine.